Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
(B)(6) study. It was reported that stent damage occurred. In (B)(6) 2017, indicated the patient¿s qualifying condition as unstable angina and was subsequently referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion #1 was located in the middle left anterior descending (lad) artery with 80% stenosis and was 34 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50 mm x 38 mm study stent. Following post dilatation the residual stenosis was 0%. There was 80% stenosis in first diagonal and post study stent deployment in target lesion mid lad; stent pinching was noted in the first diagonal. A 2.00mm x 12mm apex¿ and a 1.2mm x 12mm threader¿ balloon catheters were used to treat both the stenosis and stent pinching in first diagonal. However, post multiple attempts the balloon could not cross the lesion and was left untreated. One day post procedure, the patient was discharged on dual antiplatelet therapy.